Manufacturer narrative:
Device identifier # (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused the clamp to pop; when unit is properly positioned and put under pressure unit would not have popped. The reported complaint was not confirmed. Root cause of the reported condition was unknown, however: most probable root causes are outlined in our risk management file: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure. Additional information received on 13sep2019 indicating that the patient was a 68-year old male. Both devices were said to have slipped. The a-1114(serial number: (B)(4); mfg. Report number: 3004608878-2019-00230) was mentioned in the safety report so it was believed by the customer that this was the c-clamp, which created the laceration. The surgeon did place a 2-3 sutures and bacitracin to the laceration. The patient was discharged on (B)(6) 2019.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00230.

Event description:
This is 2 of 2 reports. It was initially reported on 02aug2019 of an unknown issue with two a1114 mayfield infinity skull clamps. Additional information was received on 19aug2019 and 27aug2019 stating that the surgeon had a case of posterior laminectomy and removal of lesion, decompression of spinal cord c3-c4 procedure on (B)(6) 2019. The surgeon placed the first (1st) a1114 mayfield head frame into the patient's head. They flipped the patient and noticed that the device slipped while the patient was in the prone position. The patient was placed back to the stretcher and they removed the device to inspect it. A second a1114 mayfield infinity skull clamp was used but it also had the same problem. A laceration was noted in an unspecified location. It was unknown whether the first skull clamp or the second skull clamp caused the laceration. There was a 30 minute delay in the procedure. There was no adverse consequences due to the delay. The surgeon sutured the lacerated wound.